Event description:
Artifact present during AED deployment. (B) (4).

Manufacturer narrative:
Method: ECG was reviewed for this incident. Result: artifacts present during analysis. Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in an adverse event. Device labeling provides instructions on addressing artifacts.